Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Analysis of the memory indicates that the fc1003 was induced by exposure to cold temperature below labeling (0°c) while in the shipping box. No further analysis will be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of a battery voltage too low for the projected remaining capacity. The device had been in cold temperatures. There was no patient involvement.